Event description:
Boston scientific received information that the right ventricular (rv) and left ventricular (lv) leads had dislodged resulting to noise, loss of capture and high pacing threshold measurements on both leads. Low pacing impedance measurements, low sensing, and oversensing which resulted to anti-tachycardia pacing (atp) were also observed on the rv lead. Reprogramming was done and a lead revision was planned. The device's memory dump was also submitted for analysis. No adverse patient effects were reported. The leads remain in service. A disk analysis was later performed which confirmed the previously reported clinical findings. It also revealed low intrinsic amplitude on the rv and lv lead. Boston scientific technical services (ts) discussed possible lead insulation damage on the rv lead based on the noise associated with low rv lead impedance. Noise oversensing did not result in ventricular pauses of more than two seconds, as there was either intrinsic rhythm or lv pacing. Further evaluation of lv electrogram (egm) and lead revision were suggested. No adverse patient effects were reported. The leads remain in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment of the lead was returned. A thorough evaluation of the lead was performed. Visual inspection revealed a lead severed 27 centimeters (cm) from the terminal pin, which was determined to be induced in the field. There were set screw marks on all terminal connectors and drag marks on the terminal ring. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information reported that ts evaluated the patient's chest x-ray, which did not reveal any visible damage on the lead or device. The rv lead appears to be implanted in basal rv position and was observed to be stretched with minor slack. Ts was unsure about any possible relation between reported rv lead issues and observations from the chest x-ray. No adverse patient effects were reported. The leads remain in service.

Event description:
Additional information indicated that a revision procedure was performed. The rv lead was partially removed and the cut part of the lead was returned. The physician decided to also explant the patient's cardiac resynchronization therapy defibrillator (crt-d) since high out of range pacing impedance measurements were observed on the device and lv lead during the procedure. Measurements taken with a pacing system analyzer (psa) were at 1,000 ohms. There had also been noise on the rv and lv leads. As such, a possible connection or device issue could not be ruled out. Additionally, it was reported that during the revision on the rv lead, it was noted on fluoroscopy that the lv lead had dislodged from the original implant position. In addition, the physician also suspected possible damage due to clavicular first rib crush to both rv and lv leads. The lv could still capture and provide pacing, however. Hence, the physician opted to keep the lv lead. The lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
--